Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2016 with the following findings: a review of the black box showed no evidence of short battery life. Cs 177 and cs 240 low battery warnings were observed in the black box due to normal battery usage. During investigation, the battery compartment was observed to be cracked. The battery compartment threads were damaged. The pump powered on with a test battery cap. During testing, the current draws within specifications. The pump was opened and no evidence of moisture damage or loose components was found inside the pump. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Also unrelated to the complaint, investigation revealed that the audio bolus button was torn and punctured. The audio bolus button responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).